Event description:
I switched from the decxom g6 glucose monitor to the g7 monitor a month and a half ago. Since I switched, I have been having a lot of issues with the accuracy of the glucose monitor. I tried the first 3 units in my arms as recommended but the accuracy was between 30 and 50 points off both high and low. So I tried it on my stomach because I read online that others were having the same issues, and a few got more accurate results when it was on the belly. I have now tried 2 in the belly and am not seeing an improvement in the accuracy. I am normally in excellent control with my last few years of a1cs around 6.0. I eat the same granola bar every morning but with the g7, it registers a huge spike every time I eat, including with my morning granola bar. It is typically between 40 and 50 points higher than a finger stick. Since my g7 is paired with my tandem t slim, it automatically gives me insulin when it sees I am running high. But with the false highs, I'm getting way too much insulin and experience a steep drop in my blood sugar every time I eat as a result of the inaccuracy of the g7. I try to override it with a cgm calibration but after 30 minutes or so it reverts right back to the inaccurate readings. This is a constant daily battle, and I am stuck with the g7 until I can work through the other month and a half of sensors I have on hand because my insurance has already paid for them and won't pay for me to get back on the g6 until I have worked through the g7s. I have also experienced 1 failed sensor in the short time I have been on the g7 which I am reading is also a big problem with the g7s. This product was not ready for public consumption and is dangerous for users because of the wildly inaccurate readings and subsequent un-needed insulin bonuses. It was extremely irresponsible of dexcom to release it when the main function of the product is to reliably monitor blood sugar - which it clearly is not capable of doing. Reference report: mw5168772, mw5168773, mw5168774, mw5168776.